Event description:
Customer reported that charging cable was not as responsive when plugged into the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.